Event description:
It was reported to boston scientific corporation on (B) (6)2009, that a cre esophageal/colonic wireguided balloon dilatation catheter was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009, on a male pt over the age of 18. According to the complainant, during the procedure, the balloon ruptured inside the pt. The procedure was completed with another cre. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).